Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During a paroxysmal supraventricular tachycardia procedure, while attempting transseptal puncture, an air leak was noted from in between the needle and the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient. The needle was not pre-shaped and a stylet was used during insertion.

Manufacturer narrative:
One brk transseptal needle was received for evaluation. The stylet was also returned. The device was returned due to ¿an air leak was noted from in between the needle and the introducer.¿ no functional anomalies were noted when the needle was flushed and an air aspiration test was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported event remains unknown.